Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. During the call, she mentioned that she was hospitalized on (B)(6) 2025 due to hyperglycemia and alleged that her cgm reading was inaccurate at that time. The patient has already been sick for 2 days, and on that day, she started to feel nauseous, vomited then she passed out. Prior to passing out, the cgm was readings were within normal range but she didn't do fingerstick at home to confirm it, no medications were taken. A family member saw her lying on the floor so they took her to the hospital. At the hospital, the bg was measured 1407 mg/dl and there was no cgm reading reported at that ad the patient was still unconscious. The patient doesn't remember how long she was unconscious but she was treated with IV insulin and IV fluids. She stayed in the hospital for 8 days. She was discharged on (B)(6) 2025. She reported feeling fine at the time of the call. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.